Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was an air bubble in her reservoir. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that she did not store the insulin at room temperature. The customer was advised that cold insulin can cause air bubbles. The customer delivered a prime and she no longer saw the air bubble. The reservoir was not returned for analysis.